Event description:
Attorney reported: n 1985--the pt underwent a hernia repair procedure with placement of a bard mesh patch. In 2005-- the pt presented to the hospital with complaints of severe pain and swelling of the abdominal wall. A CT scan was performed with noted presence of an intraabdominal abscess. The pt was hospitalized for three days and underwent drainage of the abdominal abscess. Approx three months later-- the pt presented to the hospital with complaints of severe pain and swelling of the abdominal wall. A CT scan was performed with noted presence of an intraabdominal abscess. The pt was hospitalized for two days and underwent drainage of the abdominal abscess. In early 2007- the pt underwent surgery to have the mesh patch explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.